Event description:
Unipole impedances of c0=660, c1=650, c2=650, c3=654 and bipoles of 01=112, 02=114, 03=110 were noted; others at low 100's. They planned to leave things for a week and then follow-up with the pt for programming. The next steps would be determined after that. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.